Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: anisomastia and rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent breast reconstruction surgery with 590cc mentor memorygel breast implants experienced bilateral anisomastia and right sided rupture post procedure. As a result, patient underwent bilateral removal and replacement with 595cc mentor memorygel breast implants on (B)(6) 2019. This report is for the right sided device. See 1645337-2020-00261 for contralateral prosthesis report.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 1/16/2020. Device evaluation summary: according with the information reported the patient experienced a rupture in the breast implant. During evaluation of the device it was observed to be ruptured and received in incomplete. Microscopic examination of the edges of the tear gave no indications as to cause of the failure. No other anomalies were observed. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. Causes of rupture of gel-filled implants include, but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma,excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).